Event description:
It was reported that this implantable pacemaker was suspected to be depleting faster than expected, three months post implant. The clinician noted the device started at nine years longevity, but has decreased to five years. Technical services (ts) noted that since implant, the remote monitor report confirms the device has daily completed a transmission due to ventricular tachycardia event alerts. Ts discussed longevity is directly affected by the high number of transmission alerts occurring and suggested programming options that may show a recovery in battery longevity. No adverse patient effects were reported. The device remains in-service.